Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the implant, it was noted the right ventricular lp exhibited high capture thresholds. Upon multiple repositioning attempts, it was noted that tissue adhered in the helix, and the procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.